Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The iliac arteries were narrow at the aortic bifurcation and they were calcified distally measuring 19 mm in diameter. It was reported that after all the stent grafts were implanted a reliant balloon was used to model the whole stent graft and during this process on the right side it was noted that the blood pressure dropped. The balloon was quickly inserted on the left side to stop the blood flow. The physician took a retrograde shot of the right common iliac artery which revealed that the stent graft had ruptured the right iliac artery. It was noted that the balloon remained within the stent graft at all times; however, the balloon was over inflated. The decision was made to reline the affected area with an aneurx iliac limb and this successfully contained the ruptured vessel (see MFR # 2953200-2010-01827). No additional clinical sequelae were reported and the patient is fine. The device was discarded.

Manufacturer narrative:
(B)(4). Evaluation: results: arterial trauma/dissection/perforation. Results/conclusions: narrow iliac and calcified iliac arteries, balloon was over inflated.